Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed volume accuracy testing by 13%. No adverse effects were reported.

Manufacturer narrative:
Additional information received on 17-jun-2019 that there was no patient involvement. The delivery testing was doing volumetric. Device evaulation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three delivery testing were performed but all three tests failed. The customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation, three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. According to the investigation, the pump expulsor caused the reported problem. Service trimmed the expulsor to correct the reported problem. The problem source of the reported problem is unknown.